Manufacturer narrative:
Reliability testing: duplicated "failed to cycle" condition. Troubleshooted pcb and found that the 32mhz crystal u76 is bad and it is not putting out any signal. Unable to determine what caused the crystal to fail.

Event description:
Hosp reports that unit failed to cycle with error code e-31 while on pt. Pt was manually ventilated with 100% oxygen until another ventilator could be set-up. Settings at time of failure "simv" 10 vt 800. "Psv" 8 fio2 100%.